Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 it was reported that the t-handle was tagged as broken while opening sets pre-op for a total hip replacement procedure. The instrument was removed from the set prior to use on patient and had no patient effect or delay. There is a crack in the handle that was identified as a potential concern for sterilization and will need to be replaced.